Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2014 due to pain. Tornier resurfacing head and tornier affiniti glenoid were removed. Tornier aequalis ascend flex reversed device was implanted without incident. Patient ID: (B)(6).